Event description:
Boston scientific received info that this right atrial (ra) lead was found to be damaged at the suture sleeve site. As a result of the damage, the ra lead was removed and replaced. No adverse pt effects were reported during the revision procedure.